Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was initially found when the programmer scanned for devices; however, when the s-ICD was interrogated, a message appeared on the programmer indicating that the device could not be recognized. Boston scientific technical services (ts) was contacted and provided additional troubleshooting. The s-ICD was still in its original packaging and was not used for the implant procedure. No adverse patient effects were reported. At a later date, this s-ICD was able to be successfully implanted. No issues were reported. The s-ICD remains in service.